Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The projected battery longevity fell from 12 years to 9 years in less than three months. Technical services (ts) reviewed the device data and recommended device replacement or continued, periodic re-evaluation of the battery status. This device remains in service. No adverse patient effects were reported. Information was later received that this pacemaker was successfully explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The projected battery longevity fell from 12 years to 9 years in less than three months. Technical services (ts) reviewed the device data and recommended device replacement or continued, periodic re-evaluation of the battery status. This device remains in service. No adverse patient effects were reported. Information was later received that this pacemaker was successfully explanted and replaced.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The projected battery longevity fell from 12 years to 9 years in less than three months. Technical services (ts) reviewed the device data and recommended device replacement or continued, periodic re-evaluation of the battery status. This device remains in service. No adverse patient effects were reported.